Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer called back and cancelled the request for service from a getinge service territory manager (stm) since the customer completed the repair. The customer¿s biomed stated that the connection was not connected between the console and the battery assembly. The biomed corrected the connection and returned the iabp to service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a battery charging issue and would only run on ac power. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event reported.